Event description:
Customer states the device is broken, possibly related to power supply. No pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.